Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = 3016438761-10/06/21-003-c this supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update.

Manufacturer narrative:
Complete information for patient identifier- multiple = (B)(6). All available patient information was included. No additional information was provided. Complete information for rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported observing falsely depressed sodium (na) results for patients from (B)(6) 2019 while processing on the architect c8000 processing module. The customer stated they were running calibration every 8 hours and quality control every 2 hours and that the fluctuation in values was after calibration or controls. For example the sample would generate an initial result of 147 and a repeat result after cal/qc was 140. The following data was provided: on (B)(6) 2019, the following results were generated: sid (B)(6): initial result 140, repeat result 137 mmol/l sid (B)(6): initial result 145, repeat result 140 mmol/l sid (B)(6): initial result 143, repeat result 139 mmol/l sid (B)(6): initial result 147, repeat result 142 mmol/l sid (B)(6): initial result 142, repeat result 139 mmol/l sid (B)(6): initial result 146, repeat result 140 mmol/l sid (B)(6): initial result 144, repeat result 138 mmol/l sid (B)(6): initial result 146, repeat result 140 mmol/l sid (B)(6): initial result 139, repeat result 134 mmol/l sid (B)(6): initial result 143, repeat result 138 mmol/l sid (B)(6): initial result 144, repeat result 140 mmol/l sid (B)(6): initial result 145, repeat result 140 mmol/l sid (B)(6): initial result 144, repeat result 139 mmol/l sid (B)(6): initial result 145, repeat result 140 mmol/l sid (B)(6): initial result 137, repeat result 132 mmol/l on (B)(6) 2019, the following results were generated: sid (B)(6): initial result 141, repeat result 136 mmol/l sid (B)(6): initial result 149, repeat result 144 mmol/l sid (B)(6): initial result 150, repeat result 144 mmol/l sid (B)(6): initial result 144, repeat result 139 mmol/l sid (B)(6): initial result 146, repeat result 140 mmol/l sid (B)(6): initial result 147, repeat result 141 mmol/l sid (B)(6): initial result 150, repeat result 144 mmol/l sid (B)(6): initial result 148, repeat result 142 mmol/l sid (B)(6): initial result 147, repeat result 140 mmol/l sid (B)(6): initial result 148, repeat result 140 mmol/l sid (B)(6): initial result 147, repeat result 139 mmol/l sid (B)(6): initial result 146, repeat result 139 mmol/l sid (B)(6): initial result 146, repeat result 138 mmol/l sid (B)(6): initial result 147, repeat result 138 mmol/l sid (B)(6): initial result 145, repeat result 136 mmol/l there was no reported impact to patient management.